Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 279 mg/dl vs. 158 lab. Tests were done within 11-20 minutes with a differnce of 77%. Patient did not experience any adverse events. No further information has been reported.